Event description:
Information received indicates the head up and down function is not working.

Manufacturer narrative:
The technician found contamination in the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.